Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to have the guidewire removed from it. The lv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of a guidewire insertion issue was not confirmed. A complete lead was returned for analysis. A guidewire was used to perform the insertion test and was able to be fully inserted / removed successfully with no restrictions. The s-curve height was measured and was within product specification. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.

Manufacturer narrative:
Correction: section h6 - the coding "separation failure" should have been for "lead" only, rather than both "lead" and "guidewire".